Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient fell two months ago and since then the implant is not holding a charge like it use to. Caller stated they saw the family doctor yesterday and the doctor asked them if the implant has been updated. Caller asked ps if the implant has been updated. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient services (ps) explained how a fall or trauma could affect the therapy and device, and recommend patient consult with the pain management doctor for the next steps. Caller stated since patient received the implant, she has been 100% pain free and they are thankful. No symptoms/patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.